Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) level had been high. The pump was disconnected and insulin injections were administered to lower the bg level. The pump was reconnected to the customer with new supplies and the bg increased. A pump system check was performed. The luer lock connection was found to be loose and the non-tandem cannula was kinked. The customer successfully inserted a new site and resumed insulin delivery.